Manufacturer narrative:
(B)(4). Date sent: 5/2/2025, d4 batch #: y7043d. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. There were no alert screens displayed at any time during testing. The device was disassembled to verify the condition of the internal components and no anomalies were found. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch y7043d, and no non-conformances were identified.

Event description:
It was reported that during an open hepatectomy case, the generator's display suddenly showed a "replace instrument" message. The surgeon was not activating the device on a clip or any hard material when the message appeared. The ot replaced the device with a new one and proceeded with the case. There were no patient consequences.